Event description:
The customer reported that their central nurse's station (cns) is experiencing communication loss related to 2 separate patient rooms. No further information was provided. No harm or injury occurred.